Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The infusion set was in use for two days. The leak was at site. The glucose level was 360 and patient was treated with bolus. No further information available.